Event description:
It was reported that the procedure was to treat a moderately tortuous, non-calcified, 99 % restenosis of an rx vision stent in the proximal right coronary artery (rca). After a guide wire crossed, dilatation was performed at the proximal right coronary artery with a 1.5 x 8 mm rx trek; however, the balloon ruptured during the first inflation at 4 atmospheres (atm). The trek catheter was removed and ablation was done with a non-abbott rotablator. Dilatation was attempted with a 1.5 x 12 mm rx trek, but the balloon ruptured at 4-6 atm. This trek was changed to a 1.5 x 15 mm rx trek and dilatation was successfully completed at 14 atm. Additional dilatation was performed with a 4.0 x 15 mm nc trek; however, the balloon ruptured at 7 atm. A 3.0 x 12 mm xience v stent was implanted in the mid rca and a 3.5 x 12 mm xience v stent was implanted in the proximal rca. The procedure was completed after post-dilatation with a 4.0 x12 mm nc trek. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date estimated. Guide wire: x-tream, advance, wiggle. Guide cath: brite tip sal 1.5sh. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the multi-link vision instructions for use (IFU), is a known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The mini trek (x2) and nc trek are being filed under separate medwatch reports.